Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that on the afternoon of (B)(6) 2012 she obtained blood glucose readings of '200 mg/dl' with the subject meter and '157 mg/dl' on another device (acucheck device), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the glucose results does not exceed the expected value of less than or equal to 30%. The patient informed the cca that she manages her diabetes with insulin. The patient denied taking any action regarding the alleged inaccurate reading. However, the patient reported that she developed symptoms of 'shaky, sweaty and disoriented' 24 hours later. The patient denied receiving medical treatment. It is not known when the patient tested with the subject meter prior to the onset of symptoms. Replacement products were sent to the patient. The patient was advised to return the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue started.